Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Universal surgical manipulator (usm) 4 was analyzed and the reported failure was confirmed. The reported failure (errors 25730, 32100, & 40084) could not be replicated. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 25730, 32100, & 40084, but they were confirmed via the error logs/system logs. Some of the errors pointed to an issue with the proximal set-up joint (suj), and others pointed to an issue with the unit. The unit went through additional testing on a pftp and passed direction tests, lissajous test, cva characterization, sensors check test, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The parallelogram and the rolling loop assemblies will be replaced as a precaution to the reported problem. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the usm4 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a non-recoverable fault occurred while docking. The site was able to power cycle the system and clear the fault. The site stated that they did not require service at the time and would call back if the issue returned. The site called back several minutes later to report that the non-recoverable faults returned. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the site power cycle the system, perform a system emergency power off (epo), and place the patient side cart (psc) in the down position. The faults returned on system power up. The tse viewed the system logs and found error 307 against universal surgical manipulator (usm) 4. The surgeon needed usm4 for the procedure and elected to convert the procedure to laparoscopic. There were no reports of patient injury. The site's isi clinical sales rep (csr) also followed up with intuitive tech support regarding this issue. The csr stated that usm 4 was continuing to fault. The tse guided the csr to disable usm4 and informed the csr that a field service order (fso) had already been opened for this issue, and that it would be up to the surgeon's discretion to use the system as a 3-usm system for future cases. Isi followed up with the initial reporter and the following additional information was obtained: the procedure conversion did not result in increasing port size or adding extra ports. There were no reports of patient injury.